Event description:
Synthes (B)(4) reported an event as follows. The surgeon was performing a primary total hip replacement using zimmer ml taper instrumentation and the synthes cable system. The surgeon fed the cable into the tensioner, and the cable became stuck and jammed in the handle. The tensioner eventually released the shredded cable and a small spring when the surgeon alternated between tightening and loosening the gold knob on the handle. While, the procedure was extended for an unknown period of time, the surgeon was still able to complete the case using this device. Synthes (B)(4) further reported that their instrument repair person checked the product which was found to be functional and the item was then returned to the customer. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Actual event date not known. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided. The instrument repair person checked the product and it was working so the item was returned to the customer and no part will be returned for evaluation. Placeholder.

Manufacturer narrative:
Date of event was reported as (B)(6) 2013.